Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : discarded.

Event description:
It was reported that the device was fractured. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: tasp bottom- mechanical (g04) - provisional bottom. Reported event was confirmed by review of photograph provided. Visual evaluation of the provided photographs of product shows signs of repeated use and is fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.